Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was used to treat the lad. Approximately 8.5 months post procedure patient suffered exacerbation of congestive heart failure. The patient was treated with medication but died of unknown cause 9 months post procedure. The investigator and sponsor assessed the event as not related to the index device or to the anti-platelet medication.